Manufacturer narrative:
G4:(B)(6)2020 b4:02feb2021 the customer returned sensor board was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27aug2020.

Event description:
Customer contacted technical support (ts) stating that system is down. The customer reported there was no patient involvement.